Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that his blood glucose was 16 mg/dl. The customer did not mention any symptoms or treatments of the low blood glucose; however, the customer's blood glucose at the time of call was 141 mg/dl. The customer chose to troubleshoot for his sensor. The insulin pump was not returned or replaced.